Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non calcified left iliac vein. Two unspecified size wallstents self expanding stents were successfully placed in an overlapping fashion. An unspecified size mustang balloon catheter was selected to post dilate the lesion. The balloon was inflated once. During the first inflation the balloon ruptured at 4 atms. The device was completely removed from the patient's body. The procedure ws completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for device analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).